Event description:
The patient cannot recharge the implantable neurostimulator (ins), ¿its dead.¿ the ins is empty. The patient last recharged three weeks ago (not overdischarged). The patient was recharging every 7 to 10 days. The patient adjusted the recharger antenna and did not recall seeing any error codes. The patient believes the ins is fully charged. It was stated ¿no matter what level we set it, where it would do any good. That was the way I had to do it.¿ the company representative indicated the charge should last longer than 7 to 10 days and that recharging at that frequency, the ins may only last 4 or 5 years. A communication problem was reported. A loss of therapeutic effect, no stimulation sensation, and increased baseline pain was reported. Symptoms reported had sudden onset. There was no known accident or incident related to this complaint. A problem with the patient programmer (pp) was reported, not being able to make adjustments both with or without the antenna attached. Poor communication screen was reported. The patient was not able to charge her recharger. The connector pin appeared to be okay. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).